Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead continued to exhibited high out of range pacing impedance measurements. An invasive procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out of range, pacing lead impedance measurement of greater than 2,000 ohms. The field representative was unable to get a measurement when this lead was tested for pacing impedance measurement. Boston scientific technical services (ts) provided troubleshooting steps which resolved the issue and got an out of range measurement. Additional information was received that this lead appeared fractured on x-ray. Subsequently, a lead revision was performed but was unsuccessful due to vein stenosis. The lv lead capture was 4.5v at 1.0ms when tested via pacing system analyzer (psa). The lead was used as is. No additional adverse patient effects were reported.